Manufacturer narrative:
The driveline debridement was previously reported as occurring on an unspecified date within medwatch MFR report #2916596-2017-03388. Approximate age of device ¿ 1 year and 6 months. Device evaluation: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a remote driveline debridement on (B)(6) 2016. No positive blood cultures resulted. On (B)(6) 2017 the patient inquired about scar tissue from debridement which was healed. On (B)(6) 2017 cultures were negative.